Event description:
The customer reported that the left monitor was flickering, but when the field engineer arrived, both monitors were not working at all. No live image was available. There is no report of injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.